Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements. The patient subsequently underwent trouble shooting and x-ray imaging. It was suspected that there was an anomaly with connection in the header due to the set screws. Follow up with the patient was planned. No adverse patient effects were reported. This rv lead remains in service.